Event description:
Physician reported left side alcl. Pathological markers cd30+ and alk- confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
Continued from initial reporter facility name: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma - alcl - suspected.